Event description:
A final report was received of retrospectively collected data, which compares the clinical and radiologic outcomes of gamma3 rc lag screw for all types of extracapsular fractures of the hip with rotational instability. The study included all patients hospitalized for osteoporotic extracapsular fracture of the hip with rotational instability who entered the units of orthopedic surgery and traumatology of the selected hospitals for the study, data collection began (B)(6) 2017. The precise dates of the complications at various timepoints were not reported and no further detailed information regarding complications was available. Back out of the lag screw more than 1 cm in 29 cases. No one of these patients was re-operated. This is patient#(B)(6) out of 29 patients.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.